Event description:
It was reported that a malfunction occurred on the customer's pump, displaying malfunction code 3. There was no adverse impact to the customer's blood glucose level. In response, tandem technical support decided to replace the pump and sent a replacement to the customer. The customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery and received instructions to return the faulty pump to tandem.